Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4) reason for original complaint litigation alleges that the patient experienced pain on account of his asr hip implant. Litigation further alleges that the patient experienced bodily impairment and high levels of toxic metal in his blood stream. Update 1/29/13 - plaintiffs preliminary disclosure form was received, which identified part/lot information and side. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update rec'd 10/26/2016 - sales rep reported patient was revised due to pain. Sleeve was added to the complaint.